Manufacturer narrative:
(B)(4). The device was received; however, device evaluation has not yet begun. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away due to an unknown cause. It was not reported if the patient was connected to the device at the time of death. It was not reported if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies or hardware device failures that could have caused or contributed to the reported event. However; one instance of increased intraperitoneal volume (iipv) was recorded in the device log. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the patient passing away. The device passed the homechoice rite (return instrument test/evaluation) electrical test; however the device failed the homechoice rite functional test for modem port loopback test. The device met all remainder tests in rite functional pertaining volumetric & temperature. The device was determined to meet specification requirements per rite testing. It was determined the failure was not related to the reported issue. An internal and external inspection was performed. External inspection revealed no anomalies. Internal inspection revealed the dc to dc converter m1 alt1 was detached from the data logger pcb. This is the cause for the rite functional test failure. An evaluation of the device pneumatic system revealed no leak and all pressures were correct & stable. The device passed seal, purge & wet disposable integrity tests. A short simulated therapy was performed successfully. Review of the device service history revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.